Manufacturer narrative:
The issue was resolved by the customer. A beckman coulter field service engineer (fse) was not dispatched to the customer's facility. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The needle on the instrument was leaking less than one milliliter of diluent/blood from the top of the assembly. The needle had been installed in august of 2014. The customer identified the leak while performing instrument maintenance. The leak was contained within the instrument. The customer resolved the leak by replacing the needle assembly. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.